Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving multiple shocks. Upon interrogation, the device showed noise. The lead was explanted and replaced.